Event description:
Healthcare professional reported via regulatory agency left side seroma. Device has been explanted.

Manufacturer narrative:
In response to FDA report number: (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma; "exchange of left implant".